Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was initially reported that the hcp was wanting to advance the catheter high up in the patient¿s spine. On (B)(6) 2018, the company representative further reported that they were at the case now and they were actually wanting to lower the catheter. The hcp planned to pull down the catheter, cut, then splice the remaining portions of the catheter using a revision kit. It was noted that the hcp would not be aspirating the catheter access port (cap) to clear the catheter. They were inquiring on how to give a single bolus to make up for any potential loss in drug. The steps to program catheter revision and single bolus was reviewed at the time of the report. On (B)(6) 2018, a company representative clarified that the reason for the procedure was due a patient therapy issue as the patient had too much upper body flaccidity. The date of the event was unknown. No troubleshooting was performed. The patient¿s outcome was unknown. The patient¿s weight was unknown. Regarding the current status of the device, it was noted that the device was functioning as expected. No further patient complications have been reported as a result of this event.